Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found therefore supporting the device met material, assembly and performance specifications. A product evaluation was also completed and confirmed the complaint received. The catheter pushrod and distal shaft were separated at the hypo tube ribbon weld outside of the body during pretesting. The IFU precautions, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage." Based on the returned product evaluation and the information provided, the most likely root cause for this failure is therefore damage during use. No patient impact or injury was reported.

Event description:
Prior to use on a patient, (pre-testing) trapliner separated at transition from hypo tube to lumen prior to attempting to advance it onto the wire and into the guide. Procedure completed successfully, and patient is fine. The procedure was completed with a new trapliner. The device was never advanced on the wire.